Manufacturer narrative:
Manufacture investigated the training of the users, state of functioning of the device, state of health of patient including bone quality, and confirmed surgeon followed IFU and surgical procedure. No failures or deviations have been found. The patient's bone quality is unknown and is the most likely cause of the fracture.

Event description:
On the day after hip surgery done with using purist leg positioning system, patient complained of swelling in the ankle and a bit of discomfort. Patient let the surgeon know about 10 days after surgery. Surgeon ordered x-ray which showed a displaced fracture of the ankle (specific bone not provided). Patient put in a stirrup brace but no surgery required. Patient has not been to a follow up appointment.